Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient failed to follow therapy steps by connecting before priming completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) failed to follow therapy steps by connecting before priming completed on the homechoice device. The technical service representative (tsr) advised the care giver (cg) that the hp should not be connected during priming and the hp should start over with all new supplies. The tsr assisted the cg in ending therapy. The cg was to start over therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.